Manufacturer narrative:
Patient related factor. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -12.0/1.0/147 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Excessive vault, significant reduction of iridocorneal angles, and angle closure with elevated iop were observed. The problem was resolved. Cause of the event is reported as unknown and patient related factor. Reportedly, "high iop with medications. Plan to exchange to a smaller size (12.6)."

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
B5 - lens was exchanged on (B)(6) 2023 with a shorter length lens but problem was not resolved. Claim# (B)(6).